Manufacturer narrative:
The duraseal 5ml 5 kits/box ce approved (duraseal) was returned for evaluation: device history record (DHR) - the DHR review and product analysis of the product returned concluded there were no component or assembly component related failures with the returned product or at the time of release. Failure analysis - the returned sample was a finished good box with 4 sealed, complete and unused polymer kits. All kits were reviewed and no issues were found with them, they all met release criteria. All 4 kits were opened, the peg vial activated and the phosphate syringe mixed with the peg powder. Afterwards, the reconstituted peg+phospate were assembled with the y connector +spray tip+borate syringe to form the duraseal gel. No issues with any of the components or with forming of the gel upon shooting and combining per the IFU (instructions for use). The reported condition could not be confirmed. Root cause - product was received for analysis and the investigation could not confirm the complaint reported condition. The root cause is undetermined and was unable to be confirmed in the samples and complaint evaluation. Per the fmea, potential causes of failure include: performance, adhesion barrier. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3003418325-2021-00002, 3003418325-2021-00003. A facility reported that duraseal (dsd5005) was thinner than normal. The patient was prepped for surgery and the product was in contact with the patient. There was no delay in surgery, and the case continued as planned using the thinner duraseal and no adverse impact to patient was reported. Additional information has been requested.